Event description:
It was reported that the right ventricular (rv) lead of this pacemaker system exhibited high pacing impedance and capture threshold values. Due to this, the rv lead was surgically abandoned and the pacemaker was explanted. A new pacemaker and rv lead were successfully placed. No additional adverse patient effects were reported.